Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose level ranged between 296-350 mg/dl. Customer reverted to manual injections to address the issue.